Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 286 mg/dl, 146 mg/dl and 47 mg/dl. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.